Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with the reset procedure. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while contacting support if any issues reappeared.